Manufacturer narrative:
Date sent: 08/28/2006. Information anticipated, but unavailable at this time.

Event description:
It was reported that tip of the blade broke off when removing from the trocar. The caller did not have any other details about the procedure but stated that the broken piece was retrieved and is being returned. No pt consequence reported.